Manufacturer narrative:
Analysis summary: the analysis results found that the 2 devices were returned with the blades craked and burnt. Due to the blade damage, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during a radical prostatectomy procedure, two shears simply failed during procedure. A third was used to finish the case. There was no patient consequence.